Manufacturer narrative:
Other relevant device(s) are: product ID: 638rl28, serial/lot #: (B)(4), UDI#: (B)(4), PMA / 510(k) #: k061127. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 1 month post implant of this aortic bioprosthetic valve and mitral annuloplasty ring, the valve and ring were explanted. The 25mm aortic valve was replaced with a 25mm valve of a different model. The 28mm mitral ring was replaced with a 29mm valve. The reason(s) for replacement were not reported. No additional adverse patient effects were reported.